Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and it was noted that there was a leak at the second y-site clearlink. Priming was also performed, and it was noted that there was a leak at the second y-site clearlink. An autopsy of the second y-site clearlink was performed, and it was noted that there was a hole in the gland. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the "hub". This occurred during patient infusion. The device contained cefazolin intravenous (IV). The tubing was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred in an unspecified date of (B)(6) 2023. D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.